Event description:
Customer reported she was driving and she had low blood glucose of 52 mg/dl and the sensor did not alarm. Customer stated she had to stop in the middle of road because of passing out. Customer was taken to the hospital. Customer blood glucose was brought up to 135 mg/dl. Customer stated she had blood at site. Customer inserts in her abdomen and she stated she had lost weight so she is thin and has scar tissue. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 3 opened and used sof sensors, found 2 of 3 sensors failed for low readings, the remaining sensor passed with accurate readings. Unable to confirm needle complaint due to the customer only returned the sensors.